Manufacturer narrative:
The incident forcetriad generator is under evaluation. The incident handpieces were not saved by the site and are not available for evaluation. A follow-up report will be sent when the generator evaluation is completed.

Event description:
The report stated that during a tah the surgeon found that the ligasure vessel sealing system was not sealing. The surgeon was unsure if the generator gave an end tone to indicate the seal was performed properly. The surgeon did notice that when the jaws of the device were opened and there was no seal, then there was some bleeding. The site pulled additional hand pieces believing that was the issue. The site called technical support and no issues were identified with the unit. The site pulled the unit and continued the procedure by clamp/tie/suture. The patient ended up getting 4 units of blood and staying an extended time in the hospital.